Event description:
Through journal article, "granulomatous reaction to lip filler in a patient with ankylosing spondylitis: a case report", healthcare professional reported a patient was injected with juvéderm® ultra in the upper and lower lips and sculptra in the midface. About four months later, patient developed a painless, firm, nonpruritic nodule in the right mandible, which progressively worsened to multiple painful subcutaneous nodules in the jaw and lip regions. Patient ultimately presented to a treating healthcare professional about three months after initial onset. Patient was given a dose of piperacillin/tazobactam and a prescription for 10 days of amoxicillin/clavulanic acid as well as a 5 day course of 20mg prednisone twice daily. The symptoms would improve slightly but continue to persist. An ultrasound was conducted showing three hypoechoic areas in the lower right and left cheek subcutaneous tissues representing phlegmons. A CT showed mandibular soft tissue swelling and fatty stranding, most consistent with cellulitis. No abscess, acute osseous process, or evidence of acute sinusitis was noted. Patient was referred to a dermatology clinic where it was noted they had a 1-2cm nodule on the left anterior mandible and numerous non-tender nodules in the lower cutaneous lip and marionette lines and mandible. Some were erythematous. A punch biopsy was conducted of the lesion on the right chin. Histological findings revealed a robust mixed inflammatory infiltrate containing giant cells and grayish material consistent with ha filler. Additional biopsies were also conducted to rule out infection, all showing no growth. A diagnosis of granulomatous delayed hypersensitivity reaction was made. 1ml of hyaluronidase was injected into affected areas. Three weeks later, patient returned with dramatic improvement and an additional 1ml of hyaluronidase was injected, with the nodules clearing three weeks later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: ruml, angelique et al. ¿granulomatous reaction to lip filler in a patient with ankylosing spondylitis: a case report.¿ cureus vol. 16,10 e71032. 7 oct. 2024, doi:10.7759/cureus.71032. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.